Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the patient experienced suspected perforation, atrial fibrillation (af) shortness of breath and chest pain. It was further reported that the right ventricular (rv) lead had become dislodged. The rv lead remains in use. No further patient complications have been reported as a result of this event.